Event description:
Reportedly, the knife blade engaged, but there were no staples inside the cartridge. Excessive amount of bleeding occurred. Procedure had to be converted to open to control the bleeding. Another dlu was used to control bleeding and complete the procedure. Instrument was fired straight during the lap procedure. Patient status fine. No transfusion was needed.